Event description:
Boston scientific received information that during routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead displayed a high out of range pacing lead impedance measurement of greater than 2000 ohms. Boston scientific technical services (ts) discussed programming options. Thresholds and sensing measurements were good and stable. The patient would continue to be monitored. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that during a routine device check, the lv lead displayed pacing impedance measurements greater than 2,000 ohms. Additionally, the right ventricular (rv) lead pacing impedance measurements reportedly decreased by half to an unspecified value. No noise was elicited during testing. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)